Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient went to the emergency room, but the reason was not disclosed. Good faith attempts were made to obtain additional details, but were not successful.